Manufacturer narrative:
(B)(4). Per the customer the sample was not available; therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously positive total beta hcg (tbhcg) result generated by unicel dxi 800 access immunoassay analyzer for one patient's sample. The result was reported out of the laboratory, and questioned by the physician. Subsequent testing on the same and new samples produced results within the normal reference range, which better matched the patient's clinical presentation. The patient had samples redrawn twice in order to verify the results.

Event description:
A home patient's (hp) spouse contacted baxter that when she opened the homechoice (hc) door to remove the cassette, the cassette was found to be leaking. During follow-up with the caregiver (cg) regarding the reported event, she stated that she did not notice any visible damage or abnormalities with the cassette that was in use. The cg stated she did not see the source of the leak and that there was no damage to the cassette. The hp had resumed therapy successfully with the supplies from a different lot. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was from a home patient (hp) regarding leak found during therapy. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review performed with no issues. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.